Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medial segment of the rib came loose from the costal cartilage about four centimeters worth of bone.

Event description:
It was reported that while the surgeon was approximating the rib, the medial segment of the rib came loose from the costal cartilage about 40mm worth of bone. Surgeon was unable to implant the plate due to lack of bone after the segment became loose. Per additional information received on (B)(4) 2014, it was reported that the patient was 6 months post-op from a previous procedure and the bone at site of implant was necrotic. The bone broke off from costal cartilage at the implant site. The plate was removed and patient was sutured without another implant due to necrosis. It was additionally reported on (B)(4) 2014 to clarify that the patient was 6 months post trauma. The event described is the primary procedure. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.